Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0urdz, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dyfunction. It was r eported that the patient said the lead was detached and the ins was flipped over. Patient said they don't know how it happened. Patient said they haven't had any falls or trauma.